Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) had recently developed atrial flutter. One event was observed where two rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock was delivered. Technical services (ts) discussed programming options with the field representative. This ICD remains in service. No adverse patient effects were reported.